Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system had no image prior to a case. No patient injury was reported.